Event description:
It was reported the patient met with a manufacturer representative at her healthcare provider¿s (hcp) office on (B)(6) 2012, to have her implantable neurostimulator (ins) checked. On that date the patient was at work and was pulling juice from a shelf in a freezer. The box was frozen to the shelf and was stuck. It was noted the shelf was at about eye level for the patient. When the box came loose it caused her to significantly arch her back. She was in so much pain and noticed the ins did not work anymore. The patient¿s device was explanted at her request in (B)(6) 2012 because it was not working.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).